Event description:
It was reported that the recharger had been working well until today in which the battery indicator lights were blinking fast up and down (both in and out of the charging dock) and the recharger would not turn on. The patient was assisted with resetting the recharger over the phone. The patient stated everything turned off and then back on but they did not hear any tones when the patient did this. The patient lost power at home, went to a hotel and used the recharger. Then when they went back on, the recharger stopped working. The patient did not mention anything about what the recharger app was showing. The manufacturer representative (rep) was not with the patient. The rep was redirected to have the patient turn everything off and back on, try to connect to the recharger app and see what it shows. It was reviewed the recharger app would likely show "not found" and the recharger should be replaced. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID wr9200, lot#: npw011880n, product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, lot #: npw011880n, h3: analysis of the recharger wr9200 wireless insr (B)(6) revealed the device was unresponsive and the flash sector read/write protection bits had become set. This report is being submitted as part of remediation activities associated with CAPA 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.